Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose of 790mg/dl, and she was treated with an insulin drip. The customer experienced nausea, headache, and stomach pains. It was mentioned that the customer binged on carbohydrates before her hospitalization, and she has not bolusing. It was stated that the customer has been in urgent care twice in two weeks. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found reoccurring no delivery alarms. It was stated that the customer was using the insulin pump until it runs out of insulin. Checked the bolus history and noticed that the customer has not been bolusing every day. Assisted the caller to run the fixed prime test and the insulin did exit. Performed the high pressure test and passed. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.